Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Was not able to reproduce the x-ray initialization error but did see it on the logs. Replaced atp and system board. System checkout is good. The atp and system boards have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unable to acquire 2d images. The system was reportedly able to acquire 3d images. A 3d image of the anatomy of interest was able to be acquired without the use of scout shots, and the case proceeded normally. The case was completed successfully with the imaging system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The atp console and system control board were returned to the manufacturer for analysis. Both devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.